Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿white gelatinous foreign material clogged in nozzle of a/w-channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Also, the device was returned to olympus without reprocessing at the user facility. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The replacement of the a-rubber, the nozzle and an image adjustment were required as a middle repair to return the instrument to the OEM specifications. The replacement of the cover was also recommended. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that the evis exera iii gastrointestinal videoscope had too much pressure in the air water during aer (automatic endoscope reprocessor) treatment. There was no incidence regarding patient safety and the issue was found prior to procedure. The device was returned for evaluation, but was not reprocessed prior to being returned. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation: nozzle was clogged with a white gelatinous foreign material.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings are as follows: bending section cover glues were discolored, scope cover was damaged, and the ccd (charged coupled device) gave a pixel error (white dot). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.